Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date. The device serial number was not reported. Without the serial number, the device manufacturing date and expiration dates may not be obtained.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic valve, the device was explanted and replaced with a non-medtronic device due to high gradients. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the device was implanted for 5 years 6 months. The device was explanted and replaced with a non-medtronic product due to "very high gradients." The physician did not have specific measurements for the high gradients.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device appeared slightly distorted with one stent post deflected. All leaflets were stiff due to host tissue on the outflow. Tears on the tunica of the right and non-coronary cusps adjacent to the inflow margin of attachment appeared to be associated to the removal of host tissue during explant. The tunica of the left cusp appeared intact. The free margins of the non-coronary and left cusps folded back, adhering to the host tissue on the outflow. All commissures appeared intact. A long remnant of glistening off white pannus lined the inflow margin of attachment adjacent to the non-coronary cusp extending slightly into the non-coronary left inferior coaptive area, and 1 to 2 mm onto the non-coronary cusp showing a possible reduced inflow orifice area. Traces of pannus were observed on the outflow. An unknown amount of pannus appeared to have been removed on the inflow during explant. Tan thrombotic appearing host tissue filled and stiffened all leaflets on the outflow. Brown discoloration in the tunica along the inflow margin of attachment extending to the tissue and base stitching suggests prior hemorrhage or blood accumulation. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information and the return product analysis, the bent stent posts can restrict the leaflets from fully opening and/or cause misalignment of leaflets during valve closure. Also, it can result in more contact of the leaflets onto the cloth / long suture tail and causing the abrasions. The pannus overgrowth on the inflow would have further impaired the leaflet mobility leading to high gradient. Pannus overgrowth has been an inherent risk of surgical valve replacement and is addressed in the current risk management file. High gradient related risks are addressed in the current risk management file.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.